Event description:
The pt worked within the magnetic field produced by a welding robot. He had experienced momentary increases in stimulation sensation, intermittent stimulation. The implantable neurostimulator would intermittently turn off and on. The implantable neurostimulators were replaced (reference mfg reports 3007566237-2010-07714 and 9614453-2010-07716). Eight weeks after implant, telemetry between the new implantable neurostimulator and the pt or physician programmer was not possible. He continued to feel stimulation. It was too strong in the morning and less so in the evening. It was reported that 'nothing could be done' regarding the issue. It was reported that there was a pt injury associated with the problem. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).